Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: not applicable as no sample is returned for evaluation. Investigation conclusion: the complaint is unconfirmed as no photo / samples of the reported batch were received. Root cause description: a review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. The complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the photo / sample is returned. Rationale: the complaint is unconfirmed as no photo / samples of the reported batch were received.

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was bent during use. The following information was provided by the initial reporter: "consumer reported needle pain during injection, needles bend at patient end before injection, needle leaks after injection. Consumer does not re-use, does rotate injection site, stated that he leaves the needle in place for at least 10 seconds before removing from the injection site. Samples were discarded."